Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment and there was water on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.